Manufacturer narrative:
The customer reportedly experienced observed air in the tubing without the device producing an ail alarm. Review of the pcu event log confirmed that no ail alarm occurred during the event. Review of the pump module event log revealed that the ail bolus limit of the customer¿s device was set to 250l for the duration of the event. The single air bolus tolerance (for all fluids except lipids) at this setting is +50/-10l (per srd-673); therefore, a single air bolus up to 240l could pass through the ail sensor without triggering an ail alarm. It is noted that a 240l air bolus would measure over 1 and ½ inches in macro bore tubing. It is feasible that a user may observe a bolus of this size and feel it should have triggered an ail. Upon receipt, the returned administration sets contained many small air segments throughout their length (both above and below the pumping segment). The customer¿s device did have ¿accumulated air¿ enabled. At the 250l setting, the device monitors a rolling 8000l window volume and triggers an accumulated ail alarm if the amount of air within the window reaches 30% (2400l of air) (per srd-678). If the average accumulated air remains less than 30%, the accumulated ail alarm will not be triggered and the infusion will continue. Lab testing verified the functionality of the pump module¿s ail sensor. The device passed alaris system maintenance v10.33.0 ¿air-in-line sensor (wet and dry)¿ test, single air bolus detection (at the event threshold of 250l) and accumulated ail detection. The pump module alarmed appropriately during all testing. The returned administration sets passed all leak testing (pressurized and gravity-based). Therefore, it is unlikely that air was introduced in the tubing beneath the ail sensor during the event. Testing and inspection of the returned pump module found no existing malfunctions that would have contributed to the customer¿s reported experience. The returned pump module was found to be detecting air appropriately at the 250l setting. If increased air-in-line detection is desired, the system offers ail alarm limit settings of 75l and 50l. The trade off, however, is that the increased sensitivity may introduce the occurrence of nuisance ail alarms. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. (B)(4).

Event description:
The customer reported that an air bubble was seen in the IV line but the 8100 did not display an ail alarm. There was no patient harm.